Event description:
The account alleged that the head of the bed would not rise. The account has replaced the coil, wires and valve, but the issue remains. There are no alarms and the head would not work manually.

Manufacturer narrative:
Repairs have not been completed.